Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, stenosis, perforation and fracture of the inferior aspect of the posterior strut. The patient reported occlusion and stenosis. The patient¿s history is noted for cholecystectomy, right hemicolectomy, splenomegaly and chronic portal hypertension. Approximately eight days post implant computerized tomography angiogram (cta) scan of the chest reported an enlarged spleen, epigastric region ventral hernia and acute pulmonary embolism (pe) involving the right lower lobe pulmonary arteries. Another cta that was completed approximately two months later reported no new pe. About a twenty months later an abdominal CT scan reported ventral wall abdominal hernia, cirrhosis with splenomegaly and varices. Approximately two years post implant a CT scan identified a collapsed inferior vena cava filter with abundant collateral vessels suggesting inferior vena cava occlusion below the filter. Renal parenchymal stones were also reported, soft tissue mass or fullness involving the transverse colon, suggestive of colon cancer. Approximately two years and seven months post implant, CT scan was performed to evaluate the filter. The scan reported an infrarenal cordis type ivc filter in place with the superior aspect of the filter adjacent to the left lateral wall of the inferior vena cava (ivc), and the central portion of the filter appeared centrally positioned within the ivc. Several of the major struts appear to extend minimally beyond the walls of the ivc. There is a fracture of the inferior aspect of a posterior strut of the filter. No definite evidence of adjacent organ perforation; no definite evidence of caval stenosis, although the evaluation was limited in the absence of intravenous (IV) contrast. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Stenosis, blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Post implant imaging has not been provided, as such a clinical determination as to the contributing factors to the reported events, could not be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from occlusion, stenosis, perforation and fracture of the inferior aspect of the posterior strut and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient was reported to have a history of cholecystectomy, right hemicolectomy, splenomegaly and chronic portal hypertension. Approximately eight days after the filter was implanted, a computerized tomography (CT) scan of the chest and an angiography of the pulmonary arteries reported an enlarged spleen, epigastric region ventral hernia and acute pulmonary embolism (pe) involving the right lower lobe pulmonary arteries. Another CT that was completed approximately two months later reported no new pe and was indicated for a history of crohn¿s disease, diarrhea and abdominal pain. About a year and eight months later, another abdominal CT scan reported ventral wall abdominal hernia, cirrhosis with splenomegaly and varices. About two years after the filter was implanted, the patient underwent a CT scan which identified a collapsed inferior vena cava filter with abundant collateral vessels suggesting inferior vena cava occlusion below the filter. Renal parenchymal stones were also reported, soft tissue mass or fullness involving the transverse colon, suggestive of colon cancer. Results from another CT scan completed fourteen days earlier were used for comparison. Approximately two years and seven months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an infrarenal cordis type ivc filter in place. The superior aspect of the filter was noted adjacent to the left lateral wall of the inferior vena cava (ivc), and the central portion of the filter appeared centrally positioned within the ivc. Several of the major struts appear to extend minimally beyond the walls of the ivc. There is a fracture of the inferior aspect of a posterior strut of the filter. No definite evidence of adjacent organ perforation; no definite evidence of caval stenosis, although the evaluation was limited in the absence of intravenous (IV) contrast. Incidental findings included morphologic changes of cirrhosis with sequela of portal hypertension including splenomegaly and a large splenorenal shunt. Results from two other previous CT scans were used for comparison. According to the amended patient profile form (ppf), the patient reports occlusion and stenosis.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, stenosis, perforation and fracture of the inferior aspect of the posterior strut. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not indicate a device malfunction. Stenosis, blood clots, clotting and/or occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The instructions for use (IFU) state filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Post implant imaging has not been provided, as such a clinical determination as to the contributing factors to the reported events, could not be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from occlusion, stenosis, perforation and fracture of the inferior aspect of the posterior strut and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.